Event description:
It was reported that a pta balloon ruptured at 12 atm, causing a vessel rupture, while the device was being used to treat a stenosis in a av fistula. Reportedly, the vessel thrombosed. An add'l pta balloon dilatation catheter was used to tamponade the vessel. The av fistula is still functioning and able to be used for dialysis.

Manufacturer narrative:
The lot number was provided. The device history records were reviewed and there was nothing found to indicate there was a mfg related cause for this event. The device has been returned to the MFR for eval. The investigation is currently underway.